Event description:
It was reported to boston scientific corporation that two days after placement of a corflo cubby low profile gastrostomy device, the locking tab on the right-angle feeding adapter was broken. The procedure was completed with another corflo cubby low profile gastrostomy device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
A visual examination of the returned device noted that the tab of the right-angle set is slightly bent. The cause of the reported malfunction is undetermined.